Manufacturer narrative:
This supplemental report is being filed to provide additional coding information.

Event description:
It was reported that this patient's system was exhibiting out of range shock impedance. During the explant procedure the electrode was severed. The entire system was replaced. This is considered a serious injury as surgical intervention was required. No additional adverse events. This supplemental report is being filed to provide additional coding information.

Event description:
It was reported that this patient's system was exhibiting out of range shock impedance. During the explant procedure the electrode was severed. The entire system was replaced. This is considered a serious injury as surgical intervention was required. No additional adverse events.